Event description:
A pt with an ICD and lead system experienced sensing problems. An invasive analysis was performed and damaged insulation was identified on the two unipolar (rate sensing) leads. The physician elected to implant a new bipolar (rate sensing) lead. The leads in question were capped. Implanted: 12/15/92, out of svc: 4/2/96. Implanted 39 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.